Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 35 was advanced to the superficial femoral artery lesion without resistance, but the armada would not inflate. The armada was removed from the anatomy and the physician noticed fluid leaking from the hub. Another armada was used to complete the procedure without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.